Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had problems adhering to the patient's skin. As the patient disconnected after the set adhered to the skin, the needle "came out too". The patient stated that their blood glucose levels "changed" when the sets did not work. The patient noted that they have tight control with the pump, but when switching to manual injections, their blood glucose levels vary. No permanent injury was reported.